Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis; further described as the patient ¿recently experienced peritonitis frequently¿ (no further detail was provided). The cause(s) were not reported. On unreported dates, the patient was hospitalized for peritonitis and ¿at the time of hospitalization¿ the patient began intraperitoneal treatment with heparin added to the pd solution (dose, frequency and duration were not reported). It was reported that pd therapy was ongoing during hospitalization and treatment. On an unreported date, the patient was recovered from the peritonitis. It was not reported if dianeal therapy continued to be ongoing. No additional information is available.